Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. The treatment was with injection fortum (1 gram/day, intraperitoneally (ip)) and injection vancomycin (1 gram every 5th day, ip) for peritonitis. At the time of this report, the patient¿s fluid was clear and was reported to be recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.